Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve leaked when the doctor tested it prior to the procedure. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, reflux, pressure-flow and pre-implantation testing. However, the valve did not meet the requirement for leak testing due to a cut in the casing. It is unknown how or when the damage to the casing occurred. The IFU states ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. There was particulate debris observed on the interior and exterior of the valve. The IFU also cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.